Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in us so that 510k is blank. Evaluation summary: it was caused due to the dust remained in the lens unit of endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Pmk engineer conducted the final inspection in pmk service center before selling to a distributor, the following symptom was found: a dust was found in upper center of the image. No leak. This scope is packed to its original form, and all accessories are intact